Event description:
Using right femoral approach, set hooks retracted. Packed nest and had a nice overlap. Began to deploy distal hooks, pulled safety lock and used trigger. Trigger made a clicking noise and did not release filter. Attempted unsuccessfully to use sheath to push off. The physician took off the plastic handle, got hold of wire and spun it to release filter.